Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen went black and the pump was abnormally hot when plugged into a power source to charge. During troubleshooting with tandem technical support it was determined that the pump was accidentally turned off and put into storage mode. Tandem technical support guided the customer through loading a new cartridge onto the pump. Customer' stated their blood glucose level was approximately 140 mg/dl.